Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure. During the procedure, the balloon burst during inflation at 14atm. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Device code a0402 captures the reportable event of balloon burst. Investigation result: the returned nephromax device was analyzed, and a visual evaluation noted that a balloon was not folded which indicates that the balloon was subjected to positive pressure. Additionally, a longitudinal tear was identified measured 19mm in length and extended from a position 1mm proximal of the distal markerband to 20mm proximal of the distal markerband. A visual and tactile analysis was performed to the tip and the shaft of the device, and no damages were found. A visual examination was performed to the markerbands and no issues were noted. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation, it is possible that the balloon had an interaction with a stone when the device was being positioned causing a weakness in the balloon material which ruptured and tore, when positive pressure was applied to it. Therefore, an investigation conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure. During the procedure, the balloon burst during inflation at 14atm. The procedure was completed with another of the same device with no patient complications.